Manufacturer narrative:
As received, a complete lead was returned for evaluation cut in two pieces. The helix was retracted and clogged with blood/tissue, preventing the helix from being extended. X-ray examination revealed that the inner coil inside the connector region over torqued consistent with a repositioning procedure. After cleaning the lead and by applying torque to the inner coil the helix could be extended and retracted. The full helix extension length was measured and found to meet specifications. Electrical testing that could be performed on the portions received did not reveal any indication of conductor fractures or internal shorts. Visual examination did not reveal any other anomalies.

Event description:
During a follow-up, there was a decrease in sensing and an increase in threshold on the right ventricular (rv) lead. X-ray revealed a micro-dislodgement of the rv lead potentially due to twiddler's syndrome. During the relocation procedure, the helix would not extend from the lead. The lead was explanted and replaced and the patient was stable.